Manufacturer narrative:
(B)(4). The reported complaint was confirmed. The srt observed damage to the oxygen side of the pressure balancing module causing the leak. A new blender was installed. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the electronic patient gas system (epgs) blender failed leak test. There was no patient involvement.